Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received a questionable a low elecsys troponin t stat assay result for one patient sample. The initial result was <0.01 ng/ml with a data flag and was auto verified and sent to the clinicians. The clinicians called the laboratory questioning the result as it did not match the previous results for the patient. The customer noticed a large clot in the sample, removed the clot, and repeated the sample with a result of 0.07 ng/ml. The repeat result was believed to be correct. The patient was not adversely affected. The reagent lot number was 2466400. The expiration date was requested but was not provided. The customer refused a service visit and stated she believes this was a sample specific issue and not related to an instrument or assay issue. Further investigation could not determine a specific root cause. Additional information for further investigation was requested but was not provided. As a clot was found in the sample, it was likely that the poor quality of the sample was cause of the event. Other typical causes for this type of event include insufficient maintenance of the analyzer. The quality control results prior to and after the event were within the specified ranges.